Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited inappropriate anti-tachycardia pacing therapy due to failed morphology. No intervention was performed. Patient condition was stable.